Event description:
Found during routine testing. According to the reporter, the device displayed a service indicator and logged a fault code related to the defibrillator charging function. When physio-control evaluated the device, it took longer than 30 seconds to charge and when the device discharged, the message, "abnormal energy delivery" displayed and the selected energy was not delivered. There was no pt associated with the report.

Manufacturer narrative:
The device is being returned to physio-control redmond for further eval. Physio-control will submit a supplemental report on this event.